Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used during a procedure on an unknown date. According to the complainant, during the procedure, the basket part of the device was separated and dislodged. It was reported that the basket part remained inside the body once, but it was able to be removed. There was no serious injury nor any adverse patient effects as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.